Manufacturer narrative:
Reports are being submitted on the oer-4 aer and the scope. Please refer to the following reports: patient identifier of (B)(6) is related to model number: oer-4, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-1200n, serial number: (B)(4). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the main board of the oer-4 automatic endoscope reprocessor (aer) was recently replaced; however, after the replacement, the maintenance tool could not be connected to the aer. The issue was resolved after reinstalling the oer-4 program. When reviewing the work, the customer found that a board for the oer-3 was used. Between november 28, 2022 and december 8, 2022, the aer was used with the oer-3 board. No errors occurred and it was unclear whether the aer worked properly and cleaned in the correct process. Multiple scopes, including the evis lucera elite colonovideoscope, were reprocessed using the aer during this time. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a mistake/oversight by the user facility in the installation of the incorrect component. It is recommended that the user facility take care and review the method of arranging the central processing unit circuit board. Olympus will continue to monitor field performance for this device.